Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to noise which caused inappropriate shocks. The ICD was replaced at the same time because it went eos. Should additional information be received, this file will be updated.